Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer reported that they had to call the ambulance for the low blood glucose. The customer's blood glucose was 23 mg/dl at the time of incident. The customer's blood glucose was 144 mg/dl at the time of hospitalization. The customer stated that the blood glucose dropped to 54 mg/dl when they rechecked during the hospitalization. The customer stated that the blood glucose reached 600 mg/dl and treated with bolus which might have caused the low blood glucose. The customer stated that they treated the low blood glucose with orange juice and jelly. The customer stated that they were light headed. The customer stated that they were wearing the insulin pump during hospitalization. The customer declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.